Manufacturer narrative:
The device history records for the component lots were reviewed. Processing abnormalities on at least three of the associated lots were found during the review which could have contributed to the complaint. The associated lots (14) were released based on the MFR's acceptance criteria. A sample has not been received; therefore, the condition of the product could not be verified. The root cause has not been identified. (B)(4).

Event description:
A customer reported that a system message displayed and a product within the vitrectomy kit had a "defect in the tip" and did not cut during a vitrectomy procedure. The vitrectomy kit was exchanged and the procedure was completed with no harm to the pt.